Manufacturer narrative:
(B)(4). The tip of the returned caravel microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. The distal end of the shaft was scratched possibly by calcium. The catheter lumen became narrowed by the under polymer layer and braids that were gathered towards the center of the lumen by torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of a product quality deficiency. Base on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified cto, and that stress led the catheter tip to be damaged and eventually torn off. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a moderately tortuous, severely calcified cto in the mid rca. An asahi guide wire crossed the lesion with the microcatheter. The microcatheter was pulled out to deliver non-asahi small-size balloon catheters. A non-asahi catheter was introduced; however, failed to cross. Parallel wire technique was performed with another asahi guide wire and the subject microcatheter. Multiple attempts were made, however, failed. The microcatheter was then removed again when its tip was found missing. Fluoroscopy showed the separated tip remained on the guide wire inside the vessel. Snaring was performed with 2mm and 4mm snares, however, failed to retrieve the tip fragment. Finally, the tip was found in the av fistula located at the proximal rca. There were no adverse patient effects secondary to the remaining tip fragment. The patient was hemodynamically stable without complication.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.